Event description:
A heavy patient was being transported on a cot with the fowler in the full up position. When the cot was transporting feet first over a curb, the fowler collapsed. As a result of the shift in weight, the cot tipped, however, was immediately up righted. The straps and the side rail protected the patient. Patient and attendants confirmed no injury from the incident.